Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had a pump refill and 24-48 hours after the refill, the patient went into a coma. A physician tried to empty the pump and had removed between 60 and 70 ml of fluid. The nurse stated that the fluid may have been fluid from the tissue around the pump. The patient's pump was explanted. They found a lot of fluid around the pump at the explant procedure, and thought that it was cerebrospinal fluid because the catheter was completely disconnected from the pump. The proximal part of the catheter (just the connection) was also explanted. The catheter was still in use, connected to a new pump and everything was performing well. The patient's outcome was stated as "ok". The medication being delivered via the device system was not reported.